Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed a rash from the lifevest. The patient described the irritation as "fungal looking" and red and itchy. There was no alleged device malfunction. The patient's physician prescribed nystantin for the rash. The patient stated that the rash had not gotten better.